Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient brought to cardiac cath lab (ccl), prepped and draped. Already intubated fio2 100%, high peak pressures. Pa-c placed by ICU prior. Currently requiring levo 80 mcg/min, dobut 5 mcg/kg/min, vaso 0.04 units/min, and amio 1 mg/min. Bumex off. Ketamine/fentanyl/precedex for sedation. After rcfa access gained, hr 130s quickly dropped to asystole. CPR/acls started. Multiple rounds before rosc gained. Md proceeded with perclose x2. Abiomed 14f x 13 peel away inserted, act 214. Lv accessed with 5f pigtail, lvedp 15. Impella cp prepped and inserted in standard fashion without complications under fluoroscopy. Guidewire removed and cp started in auto. After insertion, hr 150s to asystole x3 with inability to achieve rosc and decision made to place patient on va ECMO. . Impella taken out of auto to p2 flowing 1.4l. Maps 40-50s. St 110s. Volume resuscitation in progress via ECMO circuit - total 500 albumin and 2 prbcs. After stabilization, dr khan proceeded with lhc - no cad noted. Peel away removed and repositioning sheath advanced into place. Impella position checked under fluoro and slack removed. Patient experienced oozing from impella site. 1 unit packed red blood cells, and heprin was stopped. Patient survived.

Manufacturer narrative:
The device or logs were not returned for investigation. The cause of the major blood was not determined since product was not returned and insufficient clinical details provided. The pump s/n: (B)(6) passed all the post sterile inspection checks.